Manufacturer narrative:
(B)(4): eval, results: (death).

Event description:
Approximately 3 months post index procedure the patient had underwent a revascularization due to objective signs of ischemia at rest (ECG changes) or during exercise test (or equivalent) presumably related to the target vessel. The patient had one endeavor sprint stent implanted to the 1st diagonal. The investigator did not assess the relationship between the event and the study device or the study drug (ref MFR # 2953200201100098-1 and 9612164201100571).

Event description:
One endeavor sprint rx drug-eluting stent was implanted in the prox lcx during the index procedure. Pt was on aspirin dosing prior to the index procedure and began clopidogrel dosing the day of the index procedure. Pt was discharged the day after the index procedure. Approx one month after the index procedure, pt was seen for a routine f/u. Pt cardiac status was unk at this time, during the f/u pt had increasing trouble breathing, was in respiratory distress and was sent to the ER. Pt was hospitalized for three days for chronic obstructive pulmonary disease exacerbation which was treated with medication. Pt recovered with treatment. In the opinion of the investigator this event was mild in intensity and not related to the study device, procedure or drug. Approx 3 months after the index procedure, pt was admitted to hospital for acute respiratory failure, acute congestive heart failure, acute chronic obstructive pulmonary disease and left forearm and elbow abscess with cellulitis. Pt was treated with medication and discharged after three days. In the opinion of the investigator this event was mild in intensity and not related to the study device, procedure or drug. Approx three and half months after the index procedure it is reported that the pt died at a family member's home, the cause of death is unk, the investigator has indicated that it was not related to the study device, procedure or drug and that it was not associated with a myocardial infarction or stent thrombosis.